Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1900184 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The rotation tab got deformed and stuck out from the applier during use so that the user was unable to continue to use it. Therefore, the device was replaced the with a new one.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and a partially loaded clip that was stuck in the bent rotation tab. A loose clip was returned closed. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed from the device. Functional inspection was performed on device. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. The next clip did not fire properly. The clip failed to load into the jaws until late in the trigger cycle. Once it fired, it did not open fully in the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that both ratchet ears on the trigger were broken. The clips were found to be out of position and stacking on one another in the channel. The sample was received with 7 clips remaining, indicating that 8 clips were fired by the end user (including the loose clip that was returned). The broken ratchet caused the clips to become out of position and caused the rotation tab to bend. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for broken ratchet and clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to both issues. Corrective actions are being implemented via the CAPA. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Multiple root causes have been identified for broken ratchet and clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to both issues. Corrective actions are being implemented via the CAPA. The reported complaint of "bent/deformed parts - rotation tab" was confirmed based upon the sample received. One sample was returned with its rotation tab bent and its clips out of position and stacking on one another in the channel. Additionally, the internal ratchet ears were broken. The broken ratchet appears to have caused a clip stack to occur which resulted in the rotation tab getting bent. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for broken ratchet and clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to both issues. Corrective actions are being implemented via the CAPA.

Event description:
The rotation tab got deformed and stuck out from the applier during use so that the user was unable to continue to use it. Therefore, the device was replaced the with a new one.